Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. However, upon further testing, the observed issue was no longer duplicated. As a precaution, physio replaced the defibrillation therapy cable assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed defibrillation therapy cable assembly and was unable to duplicate the reported issue.

Event description:
The customer contacted physio-control to report that their device was not displaying the ECG rhythm properly during a cardiac arrest event. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently displayed dashed lines for paddles lead ECG when the defibrillation therapy cable was manipulated. In this state defibrillation therapy would be delayed or unavailable if needed.